Manufacturer narrative:
Correction for event description: the right ventricular lead was explanted on (B)(6) 2015 as a result of the patient complaining of an unspecified lead issue. The lead had originally been capped for unknown reasons on (B)(6) 2012. No patient symptoms were reported. (B)(4).

Event description:
Corrected event description: the right ventricular lead was explanted on (B)(6) 2015 as a result of the patient complaining of an unspecified lead issue. The lead had originally been capped for unknown reasons on (B)(6) 2012. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a fluoroscopy performed and the lead was noted to be all broken. The lead had been capped for unknown reasons on (B)(6) 2012. The lead was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
A partial lead with the distal tip measuring 57.0 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.